Event description:
Customer reported device was giving higher results, however values were not provided. Customer bottomed out. Spouse gave glucose injections. No controls. A request was made for return product and replacement product was sent.